Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of diabetic ketoacidosis. The reporter states the patient awoke sick and vomiting. She was transported to the hospital where upon admit her blood glucose was 458 mg/dl. She was diagnosed in diabetic ketoacidosis and treated with IV insulin and fluids. There a review of the device history log was conducted which revealed the patient had not been giving herself insulin bolus's for over a week. Additionally, it revealed that her blood glucose for the previous week had been running between 200 and 400 mg/dl. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the devices becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.